Event description:
It is reported that the pt experienced a femur fracture during the reaming process.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: there is no allegation of a design issue with any zimmer product. The reaming instrument used was not detailed in the info provided nor is an allegation made against the instrument. The operative report simply describes a typical surgical issue when dealing with the variety associated with different pt anatomies. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.